Manufacturer narrative:
Clarification that the patient was referred to an ent physician for surgery was inadvertently omitted in the initial report.

Event description:
The patient was referred to an ent for surgery. It was reported that the patient was still too hoarse to turn on the device. No additional relevant information has been received to-date.

Event description:
It was reported that the recently implanted vns patient began experience voice hoarseness following implant surgery. Follow-up with the patient¿s physician revealed that the voice hoarseness was suspected to be due to left vocal cord paralysis. The patient was referred to an ent and for speech therapy.

Manufacturer narrative:
Suspect device UDI: 0105425025750139111409221718091621244319910-0009-5204.